Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An intestinal perforation is a known complication of a peg/j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2019-00425 for peg tube record.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain. It was determined that the patient had an intestinal perforation, which required emergency surgery. The patient will not start on duopa medication until the bowel is healed.